Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about high blood results. Performed blood test - 464 mg/dl. Caller states he normally reads around 140-180 mg/dl. Based on (B)(4), the bias between the highest result in memory (464) and the lowest normal result (140) is located in zone c. No adverse event reported.